Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated lesion in the left sfa via contralateral approach, during insertion the delivery system became stuck on the 0.014" guide wire and could not be advanced any further. The procedure was completed by using another device of the same brand. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device, the reported tracking difficulty over the guide wire could not be confirmed. The delivery system was found to be kinked which blocked the guide wire insertion. Reportedly, the reported tracking difficulty occurred when the delivery system was inside the introducer sheath which means that the guide wire was being fully inserted. It is therefore concluded that the kink occurred during or after the event. An abnormal deformation of the tip section that could have led to the insertion difficulty could not be identified. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Rough handling of the device especially during unpacking or preparation as well as a difficult vessel anatomy or insufficient flushing of the device may lead to friction increase between guide wire and guide wire lumen. In this case, the tracking path was tortuous and the lesion had been pre-dilated. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." And "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated lesion in the left sfa via contralateral approach, during insertion the delivery systembecame stuck on the 0.014" guide wire and could not be advanced any further. The procedure was completed by using another device of the same brand. There was no reported patient injury.